Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 03-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they hadn't used their stimulator in years because it didn't work from day one and didn't help them. The patient stated they did not need the device to be active anymore. The patient mentioned they wanted to get device removed. The patient stated they needed to have a brain MRI and they wouldn't do it until they could prove that their implant was deactivated (which the patient stated it was). The patient mentioned they were now trying to get it to "read" by holding it on their device and they couldn't get it to read anything. The agent reviewed general use of the communicator and handset and how to connect with the patient's implant to activate MRI mode. The patient initially reported getting device not responding when trying to connect that was resolved by repositioning communicator on patient's implant. The patient then reported getting different device detected message. The patient stated the external devices they were using were new external devices from the manufacturer because their ex ternal devices were lost. The patient stated they got a "whole brand new thing" but stated they did not work with sunmed for lost devices replacement. The patient confirmed they thought the external devices they received came from their doctor or a manufacturer re presentative (rep). The patient confirmed the equipment came in a box that said it was from the manufacturer but did not recall any further details. The patient also stated there was a letter from patient registration along with the equipment they received. He agent reviewed the different device detected message and redirected the patient to their healthcare provider (hcp) to further address the issue. The agent reviewed sunmed overview. The patient confirmed they did not work with sunmed to get the lost equipment replaced. The agent reviewed the role of the rep and provided the patient with the national answering service (nas) phone number for the MRI facility to call to request a rep to assist with activating MRI mode if needed. The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue. The agent asked for event date for not being able to connect with their implant and the patient stated they have had this equipment for like a week now and had been trying to get it to connect. The patient stated the MRI center could not get it to connect either. The patient also mentioned they thought they had their lead removed a couple years ago but the patient's registration was showing the patient still had an active lead. The patient inquired if they would know if they had a lead. The agent redirected the patient to their hcp to further discuss as the patient was not sure if their lead was removed. The agent had a difficult time following the patient throughout call and made their best attempt to document all relevant event information.